Manufacturer narrative:
Per the clinic, the ear cleaning was performed on (B)(6) 2025. Device analysis report attached.

Event description:
Per the clinic, it was reported that during ear cleaning performed (specific date no reported), the electrode was accidentally pulled out and partially extruded. Subsequently, the patient was placed under general anesthesia and the device was explanted on (B)(6) 2025. During the same surgery, cholesteatoma was identified and removed. Re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.